Event description:
It was reported via repair work order that the power cord sheathing was damaged. It was also reported that the head left siderail will not latch upright due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.